Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2017-00592. It was reported the patient ((B)(6)) suffered a fall resulting in lead migration. Surgical intervention was undertaken to address the issue. During the procedure it was found the lead had pulled out of the ipg header. The lead was reconnected to the into ipg but the system exhibited impedance issue. The lead was disconnected from the ipg and tested alone and it was ok on all contacts. As such, the physician opted to explant and replace the ipg which resolved the issue.